Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. The alleged low bg issue was verified in the pump logs; however, no failure was identified. In addition, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell out of the customers pocket and the touch screen became shattered and unresponsive. In addition, it was reported that the customer experienced a low blood glucose (bg) level between 40-50, cause was unknown. Customer required assistance addressing bg level with carbohydrate consumption. Reportedly, the customer reverted to manual injections for insulin therapy.